Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 02/14/2023. An investigation was conducted on 02/22/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The one end of the cable was observed to be intact, with no visual defects observed. The connector end that plugs into the device was observed to be pulled apart from the base of the connector, exposing the inner wires of the cable. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable rubber surrounding the cord was coming off. Damaged cord was not used during the case. A replacement device was used to complete the procedure. No patient involved.